Manufacturer narrative:
E1: initial reporter last name: (B)(6) . E1: initial reporter address: (B)(6) . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked; a bag leaked from through the seams and another bag leaked from the injection port (middle port). This was identified during visual inspection of the finished products at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between october 02, 2022 - october 03, 2022. H10: two (2) devices were received for evaluation. A visual inspection was performed and a tear was observed at the lower right side near the back side edge of sample 2 was observed where the customer had marked. A functional testing was performed which revealed a leak at the spike port bonding area of sample 1 and a leak at the lower right side edge in back of sample 2. The reported condition was verified for both samples. The cause was not determined; however the most likely cause was due to inadequate or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process on sample 1. The cause of the condition on sample 2 could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.